Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt observed a low battery and ipg failure error on the system ipg and charging system. The pt underwent surgical intervention to explant and replace the ipg with a different model device. The explanted product was discarded by the facility. No pt complications were reported.